Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the touchscreen to fix the issue and replaced the missing helium tank knob and strain relief. Safety disk and scroll compressor also replaced. Performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service. The final investigation has been completed by failure analysis and testing department. Retaining the touchscreen in the failure analysis and testing department per procedure.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) fst unable to calibrate touchscreen. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.